Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced an unspecified malfunction. The patient experienced hypoglycemia during the night, he was sweating, and he did not know if he was unconscious for a moment or not. His roommate looked into his room early in the morning because he was making some kind of noise. When the roommate found the patient, he could hardly speak and was sweaty. The roommate treated him to his emergency kit (meant to be glucagon). They called an ambulance and by the time the ambulance arrived, the patient could already speak a little and was feeling better. The paramedics treated the patient with IV glucose. At the time of the report the patient had recovered. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.